Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer treated for the low reading and her blood glucose is now high. Customer's blood glucose was 400 mg/dl. Customer declined to troubleshoot for high and low readings.